Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high lv outputs. It was also noted that the left ventricular (lv) lead had high threshold measurements. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.